Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebq1104 showed no other similar product complaint(s) from this lot number.

Event description:
Patient reported to medical services that he had a power PICC solo single lumen placed on (B)(6) 2017, for daily IV medication. The PICC worked well yesterday. When dressing was changed, the patient stated the catheter wanted to kink. When patient attempted to get medication today the PICC would not flush. Advised the patient to contact the nurse about changing the PICC dressing or access line for occlusion due to possible fibrin. On (B)(6) 2017 - additional information reported that the patient went to the emergency room where they changed the leur hub on the catheter. Catheter flushes and aspirates without difficulty.